Manufacturer narrative:
The reported event of a damaged dilator tip could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dilator damage and subsequent additional access site could not be conclusively determined.

Event description:
During the procedure, the tip of the dilator was noted to be frayed. An additional access site was required when replacing the introducer. The procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.